Manufacturer narrative:
A64 alarm noted during selftest due to faulty y1 on rf board.

Event description:
The customer reported via phone call that the insulin pump had an error alarm indicating that the device failed the self test. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.